Event description:
Additional information identified that patient underwent surgical intervention on (B)(6) 2018 wherein the ipg was explanted and replaced. Effective therapy was restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient was incarcerated for more than a year and did not charge the scs ipg as recommended. In turn, ipg became inoperable. Surgical intervention may be undertaken to address the issue.